Event description:
The following has been reported:Biomed reported: 9251579406: Service neededNo patient harm was reported.A preliminary review identified the following issue: Mechanical Hardware Failure (AV Sticky Valve)An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.Additional information is needed to complete the investigation.